Event description:
It was reported that a competitor's artificial humeral head was implanted, but due to difficulty with elevation, it was replaced with a stryker rsa. During this procedure, to remove the competitor's stem, it was necessary to separate the greater tubercle from the shaft. Subsequently, the greater tubercle gradually fractured or rather, it migrated. It was reported that the patient had a fracture of the greater tubercle around the stem. Debridement was performed on (B)(6). Bone fragments and cement particles were removed. While there were no issues with stability, the procedure concluded by filling the slight gap between the stem and the proximal end with cement. But then dislocation was found, and revision surgery was performed on (B)(6) 2025.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material manufacturing or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided the investigation will be reassessed.

Event description:
It was reported that a competitor's artificial humeral head was implanted, but due to difficulty with elevation, it was replaced with a stryker rsa. During this procedure, to remove the competitor's stem, it was necessary to separate the greater tubercle from the shaft. Subsequently, the greater tubercle gradually fractured or rather, it migrated. It was reported that the patient had a fracture of the greater tubercle around the stem. Debridement was performed on (B)(6). Bone fragments and cement particles were removed. While there were no issues with stability, the procedure concluded by filling the slight gap between the stem and the proximal end with cement. But then dislocation was found, and revision surgery was performed on (B)(6) 2025.